Event description:
The customer reported that the device displayed error code 10003. Error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed error code 10003. Error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation. The philips response center (rc) worked with the customer and determined that the cause of the issue was the optional external data card. Removal/replacement of the external data card resolved the issue. There was no adverse pt impact.